Manufacturer narrative:
The expedium quick connect single innie polyaxial screwdriver (product code: 2797-12-400, lot number: mi33522) was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was retained within the pedicle screw. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was undergoing a l4-s1 posterior spinal fusion. He had hardware in at l4-5 with a broken screw at right l5. Dr. (B)(6) removed the previous hardware (all screws were 5.5 x 55mm screws) and upsized to 8.0mm screws. At l4 on the left, dr. (B)(6) put in a 8.0 x 55mm screw in the old screw hole without tapping. With 4 threads left, the screwdriver tip snapped off and remained in the t20 feature of the screw. There was still part of the t20 feature showing, and dr. (B)(6) thought he could attach a new screwdriver. This actually ended up pulling the tulip head off the screw. At that point we used a reverse thread screw extractor to remove the screw. We tapped with an 8.0mm tap and put in a new 8.0 x 55mm screw without any further issues.